Manufacturer narrative:
Unable to download to carelink due to insulin pump received stuck in manufacturing mode. No cosmetic damage noted on pump assy. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was not able to upload to carelink or carelink pro. It was reported that upload stopped at nine percent. Customer attempted to download on different computers. It was also reported that radio frequency connection had been slow.